Manufacturer narrative:
Concomitant medical products: concomitant therapies: juvéderm® volift¿ with lidocaine (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of harden edema, hyperemia, and tyndall effect are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects; the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site. Staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect).

Event description:
Healthcare professional reported injecting a patient with juvéderm volbella with lidocaine, juvéderm volift with lidocaine and unspecified juvéderm voluma. Eight months later, the patient developed hardened edema in the periorbital region with tyndall effect. The symptoms presented in the right side tear trough where the juvéderm volbella with lidocaine was injected. The symptoms formed next to a dental implant which the patient had done a month prior to the injection. Patient¿s dentist performed a tomography test revealing there was no implant related issue. The healthcare professional diagnosed the patient with "late edema". Treatment with corticosteroids and hyaluronidase were given. Patient also took clavulin when symptoms first developed and an additional treatment with topical postec. Patient still has product remaining and developed hyperemia and developed similar symptoms in the contralateral orbital region sometime later. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #: 3005113652-2018-00937 (allergan complaint # (B)(4)) and MDR ID #: 3005113652-2018-00938 (allergan complaint #: (B)(4)). This is the first MDR submitted for the first suspected product, juvéderm volbella with lidocaine.